Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. The time on the screen was not advancing. It was also stated that the customer was hospitalized due to high blood glucose levels, with a reading of 24.6 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump was returned with a missing end cap sticker. The insulin pump was monitored and no frozen display occurred. The display functioned properly. The insulin pump's button response functioned properly.